Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the explant of this patient's pacemaker for normal battery depletion (nbd) this lead was found to be stuck in the device header. The lead was damaged in an attempt to free it from the device, and was unable to be re-used. The lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.